Event description:
It was reported that three (3) of the intraocular lenses (iol) had an issue with the haptic tip. No further information was provided. This report is for the second unit involved out of 3 units total. Separate reports are being submitted for each of the units.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: not applicable, as there is no indication that the lens was implanted. Explant date: not applicable, as there is no indication that the lens was implanted. Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.